Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with normal operating currents. There was no unexpected low battery alarms noted. The pump was received with loud motor noise during rewind due to faulty motor. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received low battery alert and driver motor anomaly. The customer's blood glucose level was unknown. The customer states there was grinding noise coming from the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.